Event description:
It was reported that pump experienced malfunction with a malf 16 message and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.